Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm. It was also reported that the customer received a compromised force sensor system alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The pump alarmed during the basic occlusion test due a protruded/loose drive support disk. No motor error alarms were noted. Unable to perform the occlusion, prime or excessive no delivery tests due to the motor error alarm. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.